Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7033587, expiration date: 2018-06-30, manufacture date: 2017-02-02. Medical device lot #: 7180947, expiration date: 2018-11-30, manufacture date:2017-06-29. Medical device lot #: 8011934, expiration date: 2019-05-31, manufacture date: 2018-01-11.

Event description:
It was reported that before use a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes was found with a "reduce in volume was noticed in the tubes." There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that before use a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes was found with a "reduce in volume was noticed in the tubes." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for underfill with the incident lot was not observed. Additionally, evaluation/testing of the customer samples was performed and underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Based on evaluation of the customer photos, the customer¿s indicated failure mode for underfill with the incident lot was not observed. Additionally, evaluation/testing of the customer samples was conducted and underfill was not observed. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that before use a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes was found with a "reduce in volume was noticed in the tubes." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for underfill with the incident lot was not observed. Additionally, evaluation/testing of the customer samples was performed and underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Based on evaluation of the customer photos, the customer¿s indicated failure mode for underfill with the incident lot was not observed. Additionally, evaluation/testing of the customer samples was conducted and underfill was not observed. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that before use a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes was found with a "reduce in volume was noticed in the tubes." There was no report of exposure, injury or medical intervention needed.